Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/01/2017-product analysis: the device was returned and evaluated by product analysis on 02/06/2016 with the following findings: review of the pump¿s black box revealed related alarms. The pump powered on with a call service 069 alarm. Evaluation revealed a discrete component failure. Unrelated to the complaint, a battery compartment crack was observed. (B)(4).